Event description:
It was reported that a novum iq syringe pump under-infused and had a downstream occlusion. This was observed during intralipid delivery to a patient on the intensive care unit (ICU). The pump was running at a rate of "1.9". The original syringe should of had 38ml as per order; however, upon assessing there were still 23ml left in the syringe. Per the calculations, it seemed 7 hours of intralipids went through and after pausing the intravenous (IV) infusion for 4 hours, the intralipids were not infusing. During a patency check, there was pressure build up from removing the pump from the attached lipid line. The infusion was resumed after replacing the lipid line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: the patient was an infant. E1: initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.